Event description:
Following the removal of the adhesive base, it was noted that the pt had abrasions on both cheeks. (The left cheek had 1cm x 1cm tear of the epidermis and the right cheek a 2cm x 2cm tear of the epidermis.)

Manufacturer narrative:
The ICU supervisor r.n. Responded to dale medical products by letter, dated july 22, 2008. She observed that the pt had no skin breakdown prior to the adhesive base being applied but was charted at a score of 12 (high risk category) on the braden scale. She also noted that after reviewing the patients chart, there was no notation made that the tube had been rotated (repositioned) as recommended by dale medical. Per our labeling instructions: dale recommends repositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure. Dale strongly recommends supporting the ventilator tubing to reduce pressure on the endotracheal tube. "Skin tears usually occur in the elderly or individuals with friable skin often due to underlying medical conditions or long term use of steroid medication." Reference 1: johnson & johnson guide to wound management. Reference 2: advances in skin & wound care, two months in 2008 by rep. Reference 3: advances in skin & wound care, 2004.